Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and also insulin pump alarmed error. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer gave positive test for ketones and also experienced nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer tried to rewind 7 times then it went back to the error. The insulin pump will not be returned for analysis.